Manufacturer narrative:
Event date is an estimate. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient's ipg was unable to communicate with external devices. It is unknown if the patient underwent a non-related surgical procedure wherein the device was not placed into surgery mode prior. Troubleshooting with a manufacturer representative confirmed the issue and the ipg was deemed inoperable and diagnostic logs confirm the ipg to be in a protective state. As result, the ipg was explanted and replaced.

Manufacturer narrative:
An inoperable ipg was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery was used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The device was not returned for analysis; however, data logs was received. Analysis of the record shows that the system was unable to successfully establish a connection with the clinician programmer. As a result, the patient¿s ipg was explanted and replaced. Actions have been taken to prevent reoccurrence.